Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as "poor technique". Peritonitis was manifested by cloudy effluent, diarrhea, vomiting, and abdominal pain. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for two weeks. The patient recovered from the event. The action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.